Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and there was evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: there was a crack along the side of the battery compartment threads. No moisture was observed from the outside of the pump. A leak test failed due to the crack in the battery compartment. There was no evidence of moisture inside the pump. Unrelated to the battery compartment damage, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.